Event description:
It was reported that when powered on, the programmer displayed a system error. The service disk was run. No patient involvement reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.